Event description:
It was reported that a hemodynamically stable and neurologically intact patient on a low dose of nicardipine gtt 2.5 mcg (unknown concentration, rate) tolerated getting up and sitting in the chair; by 1740, the patient was discovered to be unresponsive and hypotensive, requiring vasopressors and emergent intubation. By 1800 the patient was awake, alert, and oriented, hemodynamically stable, and the vasopressors were titrated off by 1805. The patient was extubated the same day, and was discharged 7 days later to a subacute rehab in stable condition. The cause of the episode was not known. Although requested, no further information was received. Received a copy of the customer's medwatch report from FDA which states, ¿cardene bag (infusing for hypertension overnight) noted to be empty (including drip chamber) cts np at bedside and aware of possible bolus. Dose verified in IV brain (correctly programmed) line saved and bagged and channel also saved." An incomplete date of event of xx-jan-2019 was provided.

Manufacturer narrative:
Medwatch information added to the file.

Manufacturer narrative:
The customer¿s investigations were inconclusive. Although requested, details of the event were not provided. Only the device logs and customer dataset were received for investigation. Analysis of the pcu shows pump module was programmed to infuse nicardipine 50mg in 250ml (drugid (B)(6)) at a rate of 25ml/hr. With a vtbi of 200ml at 2:38 pm on (B)(6) 2019. The infusion ran at various rates until 7:41 am on (B)(6) 2019 when the device was channeled off. The volume recorded as being infused during this period was 323.466ml. The root cause was not identified. No device received-log review only.

Event description:
It was reported that a hemodynamically stable and neurologically intact patient on a low dose of nicardipine gtt 2.5 mcg (unknown concentration, rate) tolerated getting up and sitting in the chair; by 1740, the patient was discovered to be unresponsive and hypotensive, requiring vasopressors and emergent intubation. By 1800 the patient was a&ox3, hemodynamically stable and the vasopressors were titrated and off by 1805. The patient was extubated the same day, and was discharged 7 days later to a subacute rehab in stable condition. The cause of the episode was not known. Although requested, no further information was received.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Section a: although requested, patient demographics not provided. No device received-log review only.

Event description:
It was reported that a hemodynamically stable and neurologically intact patient on a low dose of nicardipine gtt 2.5 mcg (unknown concentration, rate) tolerated getting up and sitting in the chair; by 1740, the patient was discovered to be unresponsive and hypotensive, requiring vasopressors and emergent intubation. By 1800 the patient was a & ox3, hemodynamically stable and the vasopressors were titrated and off by 1805. The patient was extubated the same day, and was discharged 7 days later to a subacute rehab in stable condition. The cause of the episode was not known. Although requested, no further information was received.